Event description:
It was reported that the patient's non rechargeable ipg was non functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.

Event description:
It was reported that the patients non rechargeable ipg was non functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.